Event description:
It was reported that a skin irritation causing excessive itching and redness had occurred while wearing the pod between 4 and 24 hours on the leg. The patient visited the dermatologist and was prescribed dermagran and elocom cream for treatment.

Manufacturer narrative:
We are unable to determine if any product condition could have contributed to the skin irritation. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is(B)(4). Compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6  (B)(4)  and eo residual levels in compliance with (B)(4). Each lot  is confirmed to meet requirements for non-pyrogenicity per (B)(4).and sterility per (B)(4). Prior to release.